Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), menorrhagia ("heavy menstrual bleeding") and uterine perforation ("coil had migrated and perforated her uterus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced heavy menstrual bleeding, abdominal pain, lower back pain, excessive hair loss, pain during intercourse, weight gain, abdominal bloating, chronic fatigue, migraine headaches and dizziness while not on birth control. Her menstrual periods were normal, and she had no problem with going about her daily life. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), weight increased ("weight gain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), migraine ("migraine headaches"), dizziness ("dizziness"), allergy to metals ("positive nickel reaction") and uterine prolapse ("prolapsed uterus"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and essure removal on (B)(6) 2011), surgery (ablation on (B)(6) 2011) and surgery (hysterectomy and removal of the retained essure coil on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, migraine and dizziness had resolved and the menorrhagia, uterine perforation, back pain, alopecia, dyspareunia, weight increased, abdominal distension, fatigue, allergy to metals and uterine prolapse outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, dizziness, dyspareunia, fatigue, menorrhagia, migraine, uterine perforation, uterine prolapse and weight increased to be related to essure. The reporter commented: after complete removal of the essure device, the majority of her symptoms have resolved. She no longer experiences dizziness or constant migraines and her abdominal pain has ceased. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2011: positive nickel reaction. Hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2012: prolapsed uterus and possible retained essure coil. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil had migrated and perforated her uterus"), abdominal pain ("abdominal pain") and menorrhagia ("heavy menstrual bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced heavy menstrual bleeding, abdominal pain, lower back pain, excessive hair loss, pain during intercourse, weight gain, abdominal bloating, chronic fatigue, migraine headaches and dizziness while not on birth control. Her menstrual periods were normal, and she had no problem with going about her daily life. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), allergy to metals ("positive nickel reaction"), abdominal distension ("abdominal bloating"), weight increased ("weight gain"), fatigue ("chronic fatigue"), migraine ("migraine headaches"), dizziness ("dizziness") and uterine prolapse ("prolapsed uterus"). The patient was treated with surgery (hysterectomy and removal of the retained essurco coil), surgery (laparoscopic bilateral salpingectomy and essure removal on (B)(6) 2011) and surgery (ablation on (B)(6) 2011). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, menorrhagia, back pain, alopecia, dyspareunia, allergy to metals, abdominal distension, weight increased, fatigue and uterine prolapse outcome was unknown and the abdominal pain, migraine and dizziness had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, dizziness, dyspareunia, fatigue, menorrhagia, migraine, uterine perforation, uterine prolapse and weight increased to be related to essure. The reporter commented: after complete removal of the essure device, the majority of her symptoms have resolved. She no longer experiences dizziness or constant migraines and her abdominal pain has ceased. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2011: positive nickel reaction. Hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2012: prolapsed uterus and possible retained essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality-safety evaluation of ptc( update of FDA codes). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("coil had migrated and perforated her uterus"), abdominal pain ("abdominal pain") and menorrhagia ("heavy menstrual bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced heavy menstrual bleeding, abdominal pain, lower back pain, excessive hair loss, pain during intercourse, weight gain, abdominal bloating, chronic fatigue, migraine headaches and dizziness while not on birth control. Her menstrual periods were normal, and she had no problem with going about her daily life. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse"), allergy to metals ("positive nickel reaction"), abdominal distension ("abdominal bloating"), weight increased ("weight gain"), fatigue ("chronic fatigue"), migraine ("migraine headaches"), dizziness ("dizziness") and uterine prolapse ("prolapsed uterus"). The patient was treated with surgery (hysterectomy and removal of the retained essurco coil), surgery (laparoscopic bilateral salpingectomy and essure removal on (B)(6) 2011) and surgery (ablation on (B)(6) 2011). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, menorrhagia, back pain, alopecia, dyspareunia, allergy to metals, abdominal distension, weight increased, fatigue and uterine prolapse outcome was unknown and the abdominal pain, migraine and dizziness had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, back pain, dizziness, dyspareunia, fatigue, menorrhagia, migraine, uterine perforation, uterine prolapse and weight increased to be related to essure. The reporter commented: after complete removal of the essure device, the majority of her symptoms have resolved. She no longer experiences dizziness or constant migraines and her abdominal pain has ceased. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2011: positive nickel reaction. Hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. Ultrasound scan - on (B)(6) 2012: prolapsed uterus and possible retained essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.